Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that the vessel was moderately calcified. As per the special patient populations section of proglide instructions for use (IFU): the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Reportedly, the arteriotomy was 13f. As per the IFU: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. It was also reported that bleeding continued around the guide wire following suture closure. As per the IFU: advance the knot to the arteriotomy by applying tension to the rail suture limb (do not advance the knot with the snared knot pusher or the suture trimmer until the wire has been completely removed from the patient). Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4) - improper or incorrect procedure or method, per instructions for use: under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional interventional procedures using 5f to 8f sheaths. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under smc device placement, do not advance the knot with the snared knot pusher or the suture trimmer, until the wire has been completely removed from the patient. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was successful in the moderately calcified right common femoral artery using the preclose technique prior to an impella interventional procedure. The arteriotomy was a 13fr sheath used prior to the interventional procedure. Reportedly, two proglide devices were deployed successfully; however, bleeding continued around guide wire following suture closure. A third proglide device was deployed and hemostasis was achieved. One hour following the procedure the patient lost pluses. An endarterectomy was performed to correct an occlusion. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.